Manufacturer narrative:
Additional information: the system was examined and the reported event was replicated. The company representative confirmed there was no aiming beam through the laser indirect ophthalmoscope (lio) and replaced an core module to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on july 27, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to core module. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup for a photocoagulation procedure, the laser "spot" did not appear. The system was switched out to proceed with surgery.

Manufacturer narrative:
Laser core module was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The sample was installed into system for functional testing. The system booted-up with no issue and no displayed system messages (sm). The aiming beam output was tested and found to meet specification. Unrelated to the reported event, the laser power output from the module was then tested and found to be below specifications at certain specified power levels. The laser was recalibrated and tested again, this time meeting specifications per service test procedure (stp). The returned sample met specification. The root cause of the reported event cannot be determined conclusively based on the information obtained. (B)(4).